Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 27 mg/dl while wearing the pod. The patient reports in the middle of the night loosing consciousness and falling hitting their head and hurting their eye as well. The patient reports receiving incorrect values from their controller due to their sensor had stopped working. The patient reports an ambulance was called. Upon arrival at the hospital the patient was treated with intravenous fluids. The patient received stitches for an eye laceration. The patient was discharged from the hospital after 4 days. The patient reports using multiple daily injections of insulin as treatment after this event.